Event description:
New information received indicated that the patient was stable throughout the revision procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-04911. It was reported that the pacer dependent patient's implantable cardioverter defibrillator exhibited high pacing threshold and the right atrial lead exhibited high impedance. The physician explanted and replaced the device. No revision was made to the atrial lead. No patient symptoms or condition were reported.

Manufacturer narrative:
The reported field event of high capture thresholds was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.